Event description:
(B)(4). After implantation I had severe pain in groin area muscle spasms and pain in legs, shaking in hands and weakness in hands, blurry vision, excessive sweating, heart palpitations, foggy brain and dizziness, acne,extend fatigue,swelling in left side of face and neck, neck and back pain, hair loss.